Event description:
During the surgical procedure the scalpel cautery instrument tip broke and became detached. No instrument components fell into the patient and planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.